Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses, including immediate non-priming boluses. No problems were found that would result in a needle mechanism failure. The pod functioned as intended. No damages were observed on the soft cannula; the length measured within specification.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that blood glucose levels increased to approximately 334 mg/dl while wearing the pod for 4 to 24 hours. The patient reported that the pink slide did not move forward upon pod activation, indicating a needle mechanism failure. Additionally, the cannula was reported to appear shorter than normal.